Manufacturer narrative:
The reported event of stretched helix was confirmed. The reported events of capturing problem, intermittent communication failure, and positioning failure were not confirmed. Final analysis found the outer helix stretched out of specification. The helix elongation is consistent with having occurred during procedure. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. No anomalies were detected.

Event description:
It was reported that during aveir leadless pacing system implant, the aveir atrial pacemaker implant was difficult due to the patient anatomy in placing the device at base of the right atrial appendage. It was noted that the device would slightly slip from its location when proceeding towards fixation when removing the brake. Upon fixation, a large increase of atrial threshold was seen. Additionally, pairing of the atrial to the ventricular leadless pacemaker was having significant nulls and reduced communication. It was elected to reposition the atrial pacemaker. The pacemaker moved from its location and into the appendage. Fluoroscopy performed at this time revealed elongation of the pacemaker helix. The procedure was completed using an alternate atrial pacemaker on (B)(6) 2024. The patient was stable.